Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test or verify the no delivery alarm due to the motor error alarm. The pump also had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm and a motor error alarm during a prime. Customer's blood glucose was 200 mg/dl. Troubleshooting found the insulin pump did not alarm no delivery with a manual prime. The customer could not recall any significant events leading to the alarms. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.